Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart xl would intermittently crash and display an associated error code. There was no report of patient impact.